Manufacturer narrative:
DHR review was completed. Part number: 398.40 , synthes lot number: t149655 , release to warehouse date: 11-jul-2017 , manufacture site: (B)(4), part expiration date: n/a . List of nonconformance¿s: nr-0067345. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. An nc nr-0067345 was started for this lot (30 parts) as it was one of the first lots from the new supplier but had documentation issues regarding the route and final inspection (nonconformance classification: documentation, tier 1: mix / wrong documentation with product). All parts were dispositioned as "release from hold." A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. Customer quality conducted an investigation of the returned device. Service and repair: no service history review can be performed as part number 398.40 with lot number(s) t149655 is a lot/batch controlled item. The customer reported the tip of the forceps broke off. The repair technician reported the tip was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was then forwarded to customer quality. Device condition: after service and repair the device was received at customer quality. The forceps were received with the distal tip broken off of one of the arms. The break is roughly transverse and located approximately 5.3mm from the distal end of the overall device. The broken distal portion was not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: a review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 11-jul-2017. Drawing review: based on the date of manufacture the drawings, reflecting the current and manufactured revision, were reviewed. Due to the location of the break in the valley of one of the teeth and along the distal taper a measurement at the fracture site could not be obtained. However, the thickness proximal to the start of the teeth was inspected and found to measure 3.19mm. This is within the specification of 3.2mm +/-0.2 (3.0mm/3.4mm) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be definitively determined without the device and since the circumstances surrounding the event and over the devices lifespan are unknown. However, the condition is consistent with exposure to an exceeding shear force to the distal end of the device. Conclusion: the complaint condition is confirmed as the device was received with the distal tip broken off of one of the arms. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment open reduction internal fixation (orif) for a left distal radius fracture. Patient was implanted with one (1) 2.4 variable angled plate, unknown quantity of 2.4mm locking screw and 2.7mm cortex screws. Intra-operative, while the surgeon was using the reduction forceps with points instrument to clamp the patient¿s bone for fracture reduction, the tip of the instrument broke. Additional x-rays were taken to verify all fragment were retrieved. Surgeon used another forceps instrument that was available in the operating room to complete the procedure. Surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This report is for one (1) reduction forceps with points narrow-ratchet 132mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.